Event description:
It was reported that the right ventricular lead was capped and replaced for unknown reasons. No patient symptoms or additional information was reported. No additional information was available at this time.